Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had elevated powers in the 12 watt range and elevated estimated pump flows while at home. There was no alarm for the event. On (B)(6) 2015, an echocardiogram showed the left ventricle was full and dilated. The customer reported that they believed the left ventricle was unloading but also suspected there may be a partial occlusion of the inflow conduit by the lateral wall. The customer reported that the speed was not increased during the echocardiogram and the aortic valve was opening with every heartbeat. It was reported that the patient's pulsatility index (pi) was 3.0, which had increased from 1.9 the month prior. The patient's international normalized ratio (inr) was 1.7 and their lactate dehydrogenase was 249 u/l. The patient remained asymptomatic with no signs nor symptoms of hemolysis. The patient's coumadin was adjusted to maintain a therapeutic inr. It was reported that the patient was upgraded to 1a status on the transplant list due to the reported events. No further information was provided.